Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The pediatric patient was not able to pair new transmitter and received a ¿pair new transmitter¿ message on the cgm after several attempts. He was not receiving cgm readings and the was not able to monitor his cgm. The patient did not inform his parent and no fingerstick was made. The patient started to experience lose of appetite, started to vomit, stopped eating, diarrhea and lost of weight, severe stomach pain during 4 consecutive days until the parent realized. The patient finally lost consciousness and the parent took the patient to the emergency room with hyperglycemia. There they took a bg reading which was above 500 mg/dl. He was transferred to (B)(6) and there they treated the patient with IV potassium chlorate through, lantus insulin, humalog insulin (fast acting) and pepcid (histamine h2 receptor antagonist medication that decreases stomach acid production). The bg reading was 486 mg/dl and he was treated for 6 hours in the intensive care unit (ICU). At the time of the report the patient was still at the hospital improving. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e1208 weight changes.